Event description:
Reporter indicated via the published journal article "long-term vagus nerve stimulation in the treatment of lennox-gastaut syndrome" (epilepsy behav, 2009, doi: 10.1016/j.yebeh.2009.07.038, kostov, k et al.) That a vns patient developed stronger seizures after the vns was implanted. Attempts to the reporter for further information have been unsuccessful to date.